Event description:
One patient sample with discrepant albumin and creatinine results. Initial albumin result 3.1 g/dl, repeated twice gave 2.5 g/dl (different methodology) and 3.1 g/dl (initial method). Initial creatinine result 1.5 mg/dl, repeated twice gave 2.0 mg/dl (different methodology) and 1.5 mg/dl (initial method). Erroneous results were not reported. The field service rep determined the alignment of the sample tube to be the cause and placed cup adapters to accommodate 13 mm tubes on racks. Performance tests performed which were within spec.